Event description:
Customer stated "leak at pressure gauge" 1216677-2021-00083-1 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Investigation inspect returned samples review DHR distribution history: this complaint unit was manufactured at csi on 11/08/2019 under wo #(B)(4) and shipped on 12/06/2019. Manufacturing record review: DHR 272976 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned under warranty. However, based on log 96069, this unit was at csi on 03/30/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was not defrosting. Root cause: a root cause is not definitively determined. Corrective actions the unit was repaired, tested to specifications and returned to the customer under warranty. A review of the torque drivers was made but no issues were noted. A request to service & repair was made to set aside any other core valves suspected of a contributing to a stuck valve. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "leak at pressure gauge". Repair tech stated "no leak at gauge, but defrost valve stuck open - replaced valves, seals and o rings". (B)(4). Ll100 cryosurgical 900001. E-complaint- (B)(4).